Event description:
Resident was being transferred in an invacare reliant 450-manual pump, model #rhl-1, serial number (B)(4) with a sling. The sling slipped off of one of the hooks (no safety clips are on this hoyer lift) and resident slid out of sling onto the floor landing on her bottom. Resident received a left intertrochanteric fracture of left hip and a transverse fracture midshaft of the rt femur.